Event description:
A flipped pump was reported. The healthcare provider (hcp) was unable to access at the last refill, last week. An x-ray was ordered that revealed that the pump had flipped. It was stated that there were no incidents or changes with pt since implant; pt is (B)(6) but that wasn't a change. The next follow-up appointment was on (B)(6) 2011. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).